Event description:
On (B)(4) 2012 customer reported smoke coming from the access 2 instrument and immediately powered the instrument off. Customer stated that there was no smoke or flames during the event. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noticed that the stepper motor driver printed circuit board (pcb) and the power driver pcb were damaged. Fse also noticed the f2 fuse (15 amp and 32 volt) was blown. Fse replaced the two pcbs and the fuse. This resolved the issue. Service activity performed was verified and met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).